Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4255289. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4267887. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4234661. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. Additional lot numbers were provided in this complaint for material number 382534. Lot # 4267887 mnf date 2024-09-26 exp date 2027-08-31 and lot# 4255289 mnf date 2024-09-16 exp date 2027-08-31.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: "xxh is experiencing issues with the bd insyte autoguard 20 gauge IV catheter not retracking again".